Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer declined to troubleshoot the insulin pump. The customer reported that she has followed all the instructions for troubleshooting the no delivery alarm from the insulin pump with no success. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.